Event description:
It was reported that a patient with a subtrochanteric fracture (left) received a gamma3 nail in 2006 which broke in 2006. He further reported that during a revision surgery in 2006, the patient received a new long gamma3 nail. The surgeon reported that this second nail broke six weeks later, and was removed ten days later, (product available for investigation). Surgeon reported that there is no information available about what happened with the patient after the breakage of the second nail, because the patient was referred to another surgeon, who implanted a total hip.

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.